Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre co-ordinator reported having issues with the intraocular pressure (iop) control. Several attempts to obtain additional information have been made with no response to date.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported intraocular pressure (iop) control issues during their cases. Additional, related information was requested of the customer, but was no obtained. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line¿. Based upon the information obtained, the root cause of the reported event cannot be conclusively determined.¿ the system was examined and the reported event was not replicated. However, intermittent system message codes (sm) did appear in the event log review. The sms include: ¿infusion level sensor error, infusion pressure transducer offset, and infusion pressure transducer discrepancy.¿ a fluidics module was replaced and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 29, 2013. Based on qa assessment, the product met specifications at the time of release. A footswitch cable was also received for evaluation. As the footswitch cable was unrelated to the reported event, it was not evaluated. Additionally, a fluidics module was received for evaluation. A visual assessment of the returned module revealed no obvious nonconformity. The fluidics module was connected to a calibrated system for functional testing. Upon successive boot-up attempts the system would display intermittent sms including: ¿infusion level sensor error, infusion pressure transducer offset, and infusion pressure transducer discrepancy.¿ in the module¿s original configuration, the intermittent system messages subsided long enough to perform the functional testing relevant to the reported event. A combined cassette was inserted into the fluidics module and was able to be primed with iop control enabled, multiple times. Additionally, after these priming sequences the system was tested and found to meet relevant specifications. The system and the returned module were found to meet specifications, related to the reported iop control issues. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).